Event description:
Reporter alleged she found the customer unresponsive, obtained a discrepant blood glucose result of 126 mg/dl on the advantage system, and called the emts. Reporter alleged the emts obtained a result of 66 mg/dl on the professional system which was within 10 minutes of the 126 mg/dl on the advantage system. Reporter stated they treated the customer with oxygen, an IV, took him to the hosp, and he was put on another IV and levaquin. No other actions were reportedly taken or treatment rec'd. No adverse event reported. A requested was made for the return of the suspect device and replacement product was sent.